Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event on the same day of onset. The cause of the peritonitis was a bowel infection (not further specified). The patient was treated with infection of reflin (1gm, once a day, route not reported) and injection of amikacin (once a day, dose and route not reported) for peritonitis. At the time of the report the patient's recovery status was unknown. The action taken with extraneal therapy was unknown. No additional information is available.